Manufacturer narrative:
Hamilton medical ag`s conclusion of the complaint: failure mode description: tf431002 blower disconnected occures during start up. Not achieving blower speed (rpm) during the start up self test procedure. Failure effect: tf431002 and 485001 occures during start up. Root cause: defective mainboard. Correction: replace defective mainboard.

Event description:
The following was reported to hamilton medical ag: summary: tf431002 blower disconnected.